Event description:
New information noted that the infection was discovered when the patient presented to the hospital due experiencing flu-like symptoms and fatigue. The physician does not believe the infection was caused by the devices or a procedure involving the devices. The source of the infection was unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the system was explanted due to infection on (B)(6) 2018. The patient was stable. No additional information was reported.